Event description:
It was reported that on (B)(6) 2014 the patient presented with complaint of back pain. Patient had bent over earlier that day and had heard a pop and had experienced significance pain in lower extremities. On (B)(6) 2014 the patient underwent lateral extra ¿cavitary¿ approach to l2-3, l3-4 through the left side approach. Preoperative diagnosis: spinal stenosis, flat back deformity, non union. On (B)(6) 2014 the patient underwent: revision of lumbar instrumentation l2 to l4; l2 to l4 fusion using local bone, one large kit of bone morphogenic protein, and 10 ml of bone graft matrix. Preoperative diagnosis: spinal stenosis; flat back deformity; non union. Per-op notes: decortication was then performed from l2 to l4. She did have an obvious non union of the osteotomy site. The connectors were placed above and below the l2 and below the l4 screws. The bone graft, which was basically local bone, bmp and bone graft matrix was placed. The rods were then cut, contoured and placed. Ap and lateral image showed good position of the spine as well as the instrumentation. Final torqueing was performed. Again, the rods were checked using image and felt to be in good position. On (B)(6) 2014 the patient underwent dlif l2-3; l3-4 with 10 x 50mm 6degree offset peek cages fro fusion with bmp and bone graft matrix. Preoperative diagnosis: spinal stenosis; flat back deformity; non union. Per-op notes: once the discectomy was performed, the endplates were prepared with a rasp. It was then template out. It was felt that 10 x 50 mm cage would be the appropriate size. This was done at l2-3 and l3-4. The cage was filled with bmp and bone graft matrix. It was placed and they were felt to be in excellent position, both ap and laterally. On (B)(6) 2014 the patient underwent portable chest x-ray. Impression: no acute infiltrates or consolidations.

Event description:
It was reported that on: (B)(6) 2014: patient presented for a psychiatric follow-up. Assessment: major depressive disorder, recurrent, moderate; generalized anxiety disorder. On (B)(6) 2014: patient presented with complaint of being highly stressed because of broken rods in her back for which she might have to go another back surgery.

Event description:
It was reported that (B)(6) 2009, the patient presented with history of pancreatitis and underwent upper abdominal sonogram. The patient presented with abdominal pain and underwent CT of the abdomen <(>&<)> pelvis. On (B)(6) 2009, the patient presented with history of diarrhea and vomiting. The patient underwent x-rays of the chest. The patient underwent ultrasound of the abdomen. Also the patient presented with c/s diverticulitis and underwent CT of the abdomen. The patient underwent CT of the pelvis. On (B)(6) 2010, the patient was status post trauma one month ago. The patient underwent MRI of the lumbar spine due to low back pain and bilateral lower extremity spasms. On (B)(6) 2010, the patient underwent MRI of the cervical spine due to cervical pain radiating to both shoulders as well as bilateral hand numbness. The patient underwent MRI of the thoracic spine due to low back pain radiating to the left buttock. On (B)(6) 2010, the patient presented with c/s diverticulitis and underwent CT of the abdomen <(>&<)> pelvis. On (B)(6) 2010, the patient underwent x-rays of the chest due to shortness of breath. On (B)(6) 2010, the patient underwent x-rays of the chest due to shortness of breath. On (B)(6) 2010, the patient was status post fall and underwent CT of the head. The patient also underwent CT of the maxillofacial bones. The patient also underwent x-rays of the right hand. Impression: intact right hand. The patient also underwent x-rays of the left hand. The patient also underwent x-rays of the left wrist. The patient also underwent x-rays of the right wrist. Surrounding soft tissues fail to demonstrate a radiopaque foreign body. The patient also underwent x-rays of the right knee. The patient also underwent x-rays of the left knee. The patient also underwent x-rays of the cervical spine. The patient also underwent x-rays of the lumbosacral spine. On (B)(6) 2010, the patient underwent x-rays of the chest due to syncope. The patient also underwent bilateral carotid ultrasound examination due to rhabdomyolysis c/s stenosis. The patient also underwent CT of the lumbar spine. On (B)(6) 2011, the patient underwent x-rays of the chest due to shortness of breath. On (B)(6) 2011, the patient presented with the pre op diagnosis of r/o polyp. The patient underwent egd biopsy. Diagnosis: proximal transverse colon, biopsy: tubular adenoma. On (B)(6) 2012, the gyn cytology report was negative for intraepithelial lesion or malignancy. On (B)(6) 2012, the patient underwent bilateral screening mammography. On (B)(6) 2012, the patient underwent x-rays of the chest. On (B)(6) 2012, the patient presented for a consultation of chronic neck and back pain. She was also diagnosed with fibromyalgia. The pain in the back is constant, sharp, shooting, burning and aggravated by walking, bending, coughing. It radiates down the legs to the ankles and is associated with tingling numbness. It is associated with weakness in the right leg and it gives out. There is muscle spasm in the back and leg. The pain the neck is sharp, shooting, burning and aggravated by coughing. It radiates down the arms to the fingers on the right and left associated with tingling numbness in the thumb index middle ring and little finger. It is associated with weakness in right and left hand and drops things. There is muscle spasm in the neck shoulder upper back. The lumbosacral spine exhibited normal appearance, tenderness on palpation, and muscle spasms. There was extensive amount of myofascial pain in the lumbar paravertebral, gluteal, piriformis and iliotibial fascia. Tenderness over the l5-s1 facet joints right and left and spine. On (B)(6) 2012, (B)(6) 2013, the patient presented for an office visit. On (B)(6) 2012, the patient presented for a follow up for his chronic back pain and bilateral leg pain. On (B)(6) 2012, the patient presented for a follow up for his chronic body pain resulting from fibromyalgia. On (B)(6) 2012, the patient presented for a follow up for his chronic back pain, bilateral leg and arm pain. Tripped and fell one week ago, pain in the back increased, getting numbness in the right ring and little finger. On (B)(6) 2012, the patient presented with the complaints of pain in upper back and lower back, left arm, left leg and left side. On (B)(6) 2012, the patient presented with the history of stroke, left sided weakness and underwent smr of the brain. On (B)(6) 2012, the patient presented with the history of neck pain with radiculopathy and underwent smr of the cervical spine. On (B)(6) 2012, the patient presented for a follow up for his chronic back pain which is worse because ms contin is not working for her. On (B)(6) 2012, the patient presented for a follow up for his chronic neck pain and migraine. Back hurts in the thoracic area; neck is bad, getting headaches, getting numbness in the both hands ring and little finger. The pain in the low back is intermittent. On (B)(6) 2012, the patient presented for neuro surgical re-evaluation. On (B)(6) 2012, the patient presented for a follow up for his chronic pain in back, bilateral hips and leg. On (B)(6) 2012, the patient presented with the history of lower back and bilateral leg pain, worsening pain with physical therapy. The patient underwent MRI of the lumbar spine. On (B)(6) 2012, the patient presented with the complaint of ¿pain all over.¿ the patient had a vaginal hernia and being evaluated for hysterectomy. On (B)(6) 2013, the patient presented with the complaint of pain in lower back especially and legs, neck and right side of upper back. On (B)(6) 2013, the patient presented for neuro surgical re-evaluation. She has decreased range of motion of the cervical and lumbar spine. She has diffuse tenderness throughout the cervical, thoracic and lumbar spine. She has a palpable lipoma throughout the cervicothoracic junction. On (B)(6) 2013, the patient presented with the complaint of ¿pain all over¿ and shooting pain down both legs. On (B)(6) 2013, the patient underwent x-rays of the chest for pre op evaluation. On (B)(6) 2013, the patient presented with the pre op diagnosis of cystocele, uterine prolapse, chronic pelvic pain. The patient underwent the following procedure: robotic laparoscopic-assisted total hysterectomy. No patient complications were noted. The pathology tissue report showed an adenomatoid tumor in the myometrium of the uterus. The immunohistochemistry stain results are compatible with those reported for adenomatoid tumors. The tumor appears confined to the myometrium. It measures approximately 5 x 6 mm in cross section dimensions. It is not seen on the serosa. These tumors rarely reoccur. On (B)(6) 2013, the patient had total hysterectomy, bladder lift and hernia repair 2 weeks ago. Low back stomach and leg pain are the worse. On (B)(6) 2013, the patient presented with pain in lower back down legs and into toes. Pain has increased in the back and tingling numbness in the toes has increased. On (B)(6) 2013, the patient underwent CT of the head due to trauma. On an unknown date in (B)(6) 2013, the patient underwent a lumbar spinal fusion for scoliosis. On (B)(6) 2013, the patient presented for ap, lateral standing scoliosis study. On (B)(6) 2013, the patient presented for x-rays of the lumbar spine. Chest x-rays showed interval placement of spinal hardware in the thoracic spine. Right central venous catheter seen with tip in the svc, near the svc/right atrial junction. Lung fields are clear. No pneumothorax is seen. The pathology tissue report showed portions of fibrocartilage with reactive and degenerative changes. Small portions of unremarkable trabecular bone present. On (B)(6) 2013, the patient presented for a scoliosis study to reassess patient¿s extensive changes of spinal fusion. On (B)(6) 2013, the patient presented for a follow up. Assessment: back pain; addison¿s disease; seizure disorder; gerd (gastroesophageal reflux disease); depression with anxiety; anemia; asthma; insomnia. On (B)(6) 2013, the patient presented for a follow up and complained of constipation. Assessment: back pain; addison¿s disease; copd; seizure disorder; gerd (gastroesophageal reflux disease); anemia; abnormal blood chemistry; constipation on (B)(6) 2013 the patient presented for pre op clearance for repair of cystocele. Chest x-ray is clear and it showed no consolidation or effusion. EKG reviewed and is normal. Assessment: cystocele; pre op clearance. On (B)(6) 2013, the patient presented with the pre op diagnosis of symptomatic cystocele. The patient underwent anterior repair, colporrhaphy. Diagnosis: mucosa, vaginal, segments: parakeratosis. Mild nonspecific chronic inflammation. Postoperative diagnosis: symptomatic cystocele including 4th degree cystocele, good apical vaginal support, no evidence of rectocele under anesthesia. There were no complications. On (B)(6) 2013, the patient presented with the chief complaint of fibromyalgia. Assessment: back pain; nausea. On (B)(6) 2013, the patient presented for a follow up and she noted increased pain. Assessment: back pain on (B)(6) 2013 the patient presented with the chief complaint of addison¿s disease. Assessment: adrenal insufficiency; hypothyroidism; tobacco abuse. On (B)(6) 2013, the patient presented with a history of lumbar spine disk disease and cervical spine disk disease. Apparently 2 days ago, the patient fell hitting her head on the left side. She complained of headache which is mostly left hemicranial. On (B)(6) 2013, the patient underwent CT of the head due to pain from trauma. On (B)(6) 2013, the patient presented for a follow up and meds refill. Assessment: back pain; addison¿s disease; copd (B)(6) 2013 the patient underwent x-rays of the chest due to chest pain. On (B)(6) 2013, the patient presented for meds refill. Assessment: back pain; addison¿s disease. On (B)(6) 2013, the patient presented for a follow up and meds refill. Assessment: back pain; hypothyroidism; gerd. On (B)(6) 2013, the patient presented for a follow up and meds refill. Assessment: back pain; dry skin; gerd. On (B)(6) 2013, the patient was in a motor vehicle accident on (B)(6) 2013 and the patient had increased lower back pain since. She also had neck pain with radiation into his arms. Assessment: back pain; neck pain; mva (B)(6) 2014 the patient has increased pain from mva and presented for meds refill. The pain in neck area with radiation into arms from being thrown forward. There were constant pinching feeling, weakness, and limited rom. Assessment: back pain; hypothyroidism; gerd; copd; mva. On (B)(6) 2014, the patient presented for meds refill. She still has increased pain from mva. Assessment: back pain; anemia; hypothyroidism. On (B)(6) 2014, the patient presented with the chief complaint of back pain. The patient felt something crack in her lower back. She had severe pain her lumbar spine. Assessment: low back pain secondary to fractured hardware; urinary retention; copd; depression; addison¿s disease; hypothyroidism; constipation; seizure disorder; smoking cessation. On (B)(6) 2014, the patient presented with the chief complaint of back pain. Assessment: lumbar spinal fusion hardware failure; severe low back pain; addison¿s disease; copd; depression; hypothyroidism (B)(6) 2014 the patient presented with the pre op diagnoses of spinal stenosis, flat back deformity, nonunion. The patient underwent the following procedures: lateral extra cavitary approach to l2-l3; l3-l4 through the left side approach; revision of lumbar instrumentation l2 to l4; l2 to l4 fusion using local bone, one large kit of bone morphogenic protein, and 10 ml of bone graft; d.l.i.f l2-l3, l3-l4 with 10 x 50 mm 6-degree offset peek cages for fusion with bmp and bone graft. Per the op notes, decortication was then performed from l2 to l4. The bone graft, which was basically local bone, bmp, and bone graft was placed. Ap and lateral image showed good position of the spine as well as the instrumentation. No patient complications were noted. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, the patient presented due to mva and was status post discharge from hospital for fractured hardware in back. Assessment: back pain (B)(6) 2014 the patient presented for follow up and meds refill. She noted more leg pain, neck and back pain. Assessment: back pain; neuropathic pain of lower extremity; anemia; hypothyroidism; addison disease. On (B)(6) 2014, the patient had 6 falls in last 2 weeks due to imbalance and leg weakness (legs gave out); admits hitting head 3 times. Also she complained of increased numbness and tingling in extremities. Assessment: back pain; neuropathic pain of lower extremity (B)(6) 2014 the patient presented with constant back pain. Her left foot was swollen and painful due to fall 2 days ago; also dropped a can on the same foot. Assessment: back pain; foot injury. On (B)(6) 2014, the patient presented with severe pain in back and on left side (affected left side of face as well). Assessment: 1. Visit for screening mammogram 2. Back pain 3. Screening of lipoid disorders 4. Copd. On (B)(6) 2014, the patient presented for a follow up office visit. Assessment: 1. Back pain (primary) 2. Addison disease 3. Neuropathic pain of lower extremity (B)(6) 2014 the patient presented with complaints of increased back pain. Assessment: 1. Back pain (primary) 2. Addison disease 3. Gerd (gastroesophageal reflux disease) 4. Neuropathic pain of lower extremity 5. Copd (B)(6) 2014 patient stated this past year her rods broke and she had surgery to fix them. Now they snapped again. She is having surgery again to replace the rods. On an unknown date in (B)(6) 2014, the patient underwent a repair of fractured hardware in back. On (B)(6) 2014, the patient presented with pain in whole back and neck. Patient stated that she is unable to do anything with the broken rods and last week she heard another new snap in back. On (B)(6) 2014, the presented for pre op clearance of lumbar revision. Assessment: 1. Back pain (primary) 2. Addison disease 3. Preoperative clearance 4. Htn (hypertension) (B)(6) 2014 the patient presented for a follow up and reported that her back pain was well controlled. Assessment: status post lumbar surgery. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, the patient presented for a follow up and has cold and coughing up dark green phlegm. Assessment: 1. Back pain 2. Addison disease 3. Seizure disorder 4. Anemia 5. Htn (hypertension) 6. Hypothyroidism 7. Uri (upper respiratory infection) (B)(6) 2015, the patient presented for a follow up and complained of right arm pain. The pain in between shoulder and elbow. 1. Addison disease 2. Seizure disorder 3. Gerd (gastroesophageal reflux disease) 4. Back pain 5. Neuropathic pain of lower extremity 6. Copd 7. Hypothyroidism 8. Arm pain, right. The patient underwent x-rays of the right humerus due to pain. Impression: no fracture or dislocation. X-rays of the right shoulder showed calcific tendinosis of the rotator cuff and moderate degenerative changes of the acromioclavicular joint. On (B)(6) 2015, the patient presented with right shoulder problems with radiation down her arm. She had some numbness in the arm. Rom of her neck is decreased with pain radiating to the right shoulder area. Tenderness is present over the right neck and shoulder area generally. Impression: bursitis of the right shoulder as well as cervical spine complaints. On (B)(6) 2015, the patient presented for a follow up. She noted increase in lower back pain. Assessment: 1. Visit for screening mammogram 2. Neuropathic pain of lower extremity 3. Hypothyroidism 4. Addison disease 5. Anemia 6. Gerd (gastroesophageal reflux disease). On (B)(6) 2014, the patient underwent x-ray of lumbar spine due to back pain. On (B)(6) 2014, the patient underwent x-ray of entire spine due to scoliosis. On (B)(6) 2014, the patient underwent radiology due to scoliosis. On (B)(6) 2014, the patient underwent x-ray of entire spine due to scoliosis. On (B)(6) 2014, the patient underwent x-rays of cervical, thoracic, lumbo-sacral spine due to indications of scoliosis. 05/21/2013 the patient presented with presented with inability to stand up straight. The patient presented with the pre op diagnoses of spinal stenosis, flat back deformity. The patient underwent the following procedures: 1. T.l.i.f. L4-l5 with 13 mm cage. 2. T.l.i.f. L5-s1 with 12 mm cage. 3. L3 pedicle subtraction osteotomy. 4. Smith-peterson osteotomies t5-t6, t6-t7, t7-t8, t8-t9, t9-t10. 5. T3 to s1 segmental spinal instrumentation (5.5/6.0 mas with a 5.5 cobalt chrome rod). 6. Bilateral iliac fixation. 7. T3 to s1 bilateral posterolateral fusion using local autogenous bone and 1 large kit of bone morphogenic protein and 10 ml of bone graft per op notes, once all the instrumentation was in place, the t.l.i.f was performed at l4-l5 and l5-s1. This was done on the left-hand side. A 13 mm cage was filled with autogenous bone and placed at l4-l5 and a 12 mm cage was placed at l5-s1. Then compression was performed across the osteotomy sites. The ap 3-foot and lateral 3-foot films were obtained, which showed good coronal and sagittal balance. The wound was copiously irrigated throughout the case. The bone graft, which was ample, was mixed with 1 large kit of bone morphogenic protein and 10 ml of bone graft. The bone graft was placed after final torquing was performed. No patient complications were noted. On (B)(6) 2014, the patient presented with the pre op diagnoses of spinal stenosis, flat back deformity, nonunion. The patient underwent the following procedures: d.l.i.f l2-l3, l3-l4 with 10 x 50 mm 6-degree offset peek cages for fusion with bmp and bone graft. Per the op notes, at l2-l3 and l3-l4 level, the cage filled with bmp and bone graft was placed and they were felt to be in excellent position, both ap and laterally. No patient complications were noted. On (B)(6) 2014, the patient presented with the pre op diagnosis of non union. The patient underwent the following procedures: 1. Re instrumentation l1 to s1 2. L1 to s1 fusion using 1 large kit of bone morphogenic protein and 10 ml of bone graft. 3. Removal of segmental spinal instrumentation. 4. Exploration of fusion along with l1 to s1 re instrumentation and l1 to s1 bilateral posterolateral fusion. Per the op notes, decortication was performed from l2 to s1. There was no obvious area of nonunion. The local bone and 1 large kit of bone morphogenic protein, 10 ml of bone graft, as well as vancomycin powder were placed. Ap and lateral image showed good position of the instrumentation. The wound was copiously irrigated before decortication and before the placement of the bone graft. The bone graft was then placed. No patient complications were noted. On (B)(6) 2012, the patient presented with the complaint of lower back and bilateral leg pain. Scoliosis x-rays were obtained in which she stands decompensated to the right. Findings: marked kyphoscoliosis with marked sagittal balance. On (B)(6) 2013, the patient presented for a follow up visit. The patient complained of low back pain and about progression of her deformity. On (B)(6) 2013, the patient was status post t3 to the pelvis with a pedicle subtraction osteotomy and multilevel tlif¿s. X-rays showed that her instrumentation was intact and there was no evidence of loosening. On (B)(6) 2013, the patient presented for her second post operative visit following a fusion surgery. The patient reported that her pain persists and also she needs pain medicine. Scoliosis x-rays showed that the instrumentation was in good position and no evidence of loosening or breakage of instrumentation. On (B)(6) 2013, the patient presented for a follow up and reportedly indicated that she was having a lot of discomfort. Scoliosis films showed that she had a little bit breakdown at the top of the construct but not severe or significant. On (B)(6) 2014, the patient presented for a follow up visit. She developed neck pain, bilateral arm pain, increased mid <(>&<)> lower back pain. Scoliosis x-rays showed that the instrumentation was in good position and no evidence of loosening or breakage of instrumentation. Cervical spine showed evidence of mild, diffuse degenerative changes. On (B)(6) 2014, the patient presented for a follow up visit and she felt a crack in the lower back. Scoliosis x-rays showed that the instrumentation was in good position and no evidence of loosening or breakage of instrumentation. On (B)(6) 2014, the patient presented for a post operative visit and she continues with significant pain. Scoliosis x-rays showed that the instrumentation was in good position and the new interbody cages were in good position as well as the new bridging rods. On (B)(6) 2014, the patient presented for a follow up visit and reported that she has had falls recently, in which she developed increasing pain. Scoliosis x-rays showed that the instrumentation was in good position and also she does stand positive secondary to marked pjk. On (B)(6) 2014, the patient presented for a follow up visit and reported that she leaned over the other day and felt a pop. X-rays showed that the instrumentation was intact and she does have the pjk at the top. On (B)(6) 2014, the patient presented for a follow up visit. The patient felt a snap and had developed increased lower back pain since. Scoliosis x-rays showed that the instrumentation was in position with new fractures in the rods bilaterally, below where the bridging rods were placed. On (B)(6) 2014, the patient presented for a follow up visit and she broke her rods again. The patient was ambulating with a cane. On (B)(6) 2015, the patient presented for a follow up. She continued to experience back pain and now it is more of an upper back pain. Scoliosis x-rays showed that the instrumentation and new bridging rods were in good position.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.